Event description:
The device has been explanted.

Event description:
Patient reported left rupture. Device remains implanted.

Event description:
Patient reported left rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken on radius side assessed unidentified (tear) opening. (Shell thickness within specification). Additional observations: ¿ no other observation observed. Additional, changed, and/or corrected data: a2, d9, h3, h6.

Event description:
Patient reported left rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.